Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that removal difficulty occurred, the target lesion was located in the vessel of the liver. A renegade hi-flo fathom system was selected for use in the liver digital subtraction angiography intervention. During introduction, there was a problem with the guide wire, and it could not be drawn out. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the renegade hi flo was returned for analysis. During visual inspection it was found that the catheters outer shaft was separated 1cm-44cm from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported complaint.

Event description:
It was reported that removal difficulty occurred, the target lesion was located in the vessel of the liver. A renegade hi-flo fathom system was selected for use in the liver digital subtraction angiography intervention. During introduction, there was a problem with the guide wire, and it could not be drawn out. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter zip/post code added. E1: initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that removal difficulty occurred, the target lesion was located in the vessel of the liver. A renegade hi-flo fathom system was selected for use in the liver digital subtraction angiography intervention. During introduction, there was a problem with the guide wire, and it could not be drawn out. The procedure was completed with another of the same device. There were no patient complications as a result of this event.